Manufacturer narrative:
On(B)(6)2019 arjo was notified about a complaint involving citadel patient care system. It was reported by the hospital civils de colmar in france that the radius arm detached and the bed collapsed at the foot section when the facility technician pushed the button on the safety side panel. There was no information regarding patient involvement. Also no injury or other medical consequences were reported. Although no adverse event occurred, the complaint decided to be reportable due to malfunction - the radius arm detachment which led to the bed's collapse and hazardous situation when patient would be placed on the bed. The citadel bed was inspected by arjo representative after the event. It was confirmed that the radius arm detached from the bed's frame. The c-clip- component responsible for securing the radius arm was still attached to the bed's frame. The investigation was carried out to determine the cause of the claimed malfunction. Based on testing carried out by the manufacturer, the cause of the radius arm was determined. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. In regards to information collected, it is not possible to confirm one of the above-mentioned scenarios, however in light of investigation results the cause related to bed blocked by the obstacle seems to be the most probable one. The involved citadel bed was the customer-owned product, which was delivered to the facility in march 2018. It is worth noting that all arjo citadel beds undergo the internal inspection at the manufacturer side before being placed on the market. The involved bed with serial number (B)(4) manufactured on 2018-mar-2018 passed this inspection before being distributed to the customer. The device history record has been reviewed and no anomaly was found that would affect the bed's stability. To sum up, there was no indication that the citadel bed was used with the patient when the radius arm dislodged from the bed's frame, however this device was involved in the reported malfunction. During the evaluation, this malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is blocked by the obstacle. On the basis of information collected, it cannot be confirmed for certain that this is the scenario that happened in the reported case. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment and bed collapse, which may pose a risk of patient's fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the complaint regarding radius arm detachment and citadel bed collapse, which occurred when the facility technician pushed the button on the safety side panel. There was no patient involved and no injury reported.